Event description:
The hearing aid (h/a) user told the dispenser that wax guards were falling off the h/a. The dispenser examined the users ears and found wax guards in his ear. The dispenser was not able to remove them. He referred the patient to his doctor. The wax guards were removed. There was no further injury: no swelling, redness or drainage.